Manufacturer narrative:
(B)(4) date sent: 09/15/2025 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, the operating room nurse said that the device looked like could be fired, but the staples remained inside the cartridge during operation. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 09/17/2025 d4: batch #unk. Additional information was requested, and the following was obtained: some staples were not deployed, but there was no bleeding or tissue damage, and there was no impact on the patient. Did the device deliver any staples? The device looked like could be fired, but the staples remained inside the cartridge. If yes, were the staples formed properly? Unk. If yes, was the staple line complete? Unk. Did the device cut? => unk. If yes, was the cut line complete? Unk. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unk. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.